Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a kink located at the pump connector. The patient had back pain. A dye study was done. A revision was done on 2015 (B)(6) for partial explant. A new spinal segment was implanted. The patient's status at the time of report was "alive-no injury." The pump system was delivering fentanyl. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).